Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has co-morbidities including prior abdominal surgeries, myocardial infarction, and a history of smoking. The information provided indicates the patient developed, and was treated for recurrence, which is a known and adverse event listed in the IFU. A review of the manufacturing records was performed, and there was no evidence of a manufacturing related cause for the reported event. There is no indication that the device was defective. Additionally, no sample was returned for evaluation. If an additional event or information is obtained, a follow-up MDR will be submitted.

Event description:
The following is based on medical records provided by the patient's attorney. On (B)(6) 2003 - patient underwent repair of recurrent high epigastric hernia with preperitoneal dissection with implant of kugel patch (#1). On (B)(6) 2007 - patient underwent repair of recurrent ventral hernia, and was concerned about kugel patch (#1) because of recall, "but the mesh (#1) looked quite good. There were no problems at all that I could see with the mesh (#1). The ring was intact. However, since he was so concerned, I was able to remove the ring. The ring was removed without difficulty." There was a small knuckle of non-bard mesh lateral to kugel patch (#1) that was also excised. It appears the ring from the kugel patch was excised along with a small portion of the previously placed non-bard mesh. Lysis of adhesions was performed. There were hernias on both sides of the previous mesh (#1 and non-bard) repaired with implant of a non-bard mesh.